Event description:
It was reported that an infection vegetation was observed on the prosthetic valve and pacemaker leads of the patient. The entire pacemaker system including the right ventricular lead was removed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).